Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components was inserted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The physician reported that the pt had typical anatomy with moderate tortuosity and some calcification (not severe). The physician reported that the "devices would not deploy" and there was no significant movement of the graft cover. He also reported that the "graft cover snapped on two of them". The physician accessed both the iliacs to see if the "angles made a difference", however, he experienced the same difficulty in deployment of the stent graft. The physician reports that the last stent graft deployed had no significant problem and there were no problems with fixation or attachment seal. It is reported that the pt did fine. Multiple attempts to obtain information have been unsuccessful. The device was returned to medtronic ave for returned goods investigation and is pending analysis.

Event description:
Returned goods investigation reveals that the device was returned with the stent graft loaded. The graft cover was retracted 5.9mm from the step of the nosecone. The graft cover was broken distal to the black ring. There was a link 8.0cm proximal from the distal end of the graft cover. There was a stress crack 4.6cm distal to the torque handle. There was no necking or stretching of the graft cover. The handle was disassembled for investigation in the returned goods lab. The inner assembly was cut distal to the cpc (quick disconnect) and there was sanding noted at the graft cover break. Based on the info available and the investigation performed, it is possible that the kink in the catheter prevented deployment of the stent graft and caused increased force on the slider assembly causing the graft cover to break.